Manufacturer narrative:
.

Event description:
Patients died [death] case description: initial information received on (B)(6) 2015: this literature medical device case report was published in transplantation by vennarecci et al., with the title: "yttrium-90 radioembolization for hcc in the transplant setting: feasibility, clinical and pathological considerations" and concerned one patient who was part of a study aiming to evaluate the efficacy of yttrium-90 microspheres radioembolization (y90-re) in patients with hepatocellular carcinoma (hcc) prior to liver transplantation as a downstaging or a bridging treatment, as well as to evaluate the safety of the procedure and the correlation between the radiological and pathological response. Between (B)(6) 2007 and (B)(6) 2012, a cohort of 207 patients with hcc who underwent y90-re were retrospectively evaluated. The patients were divided into two groups - bridging and downstaging. 26 patients were considered possible candidates for liver transplantation. Y90-re was used as downstaging in 21 patients but as a bridge to liver transplantation in 5 cases. 10 patients were transplanted in the downstaging group while 4 in the bridging group. On an unknown date, two patients (14.2%) of unspecified age and gender died for reasons unrelated to hcc. The cause of death was not provided. No other information is reported. The authors assessed the event as severe but did not provide any seriousness or causality assessment. The company assessed the event of death as serious (fatal). Follow-up information has been sought. As of 01-mar-2016, no additional information has been received. Final assessment on 29-feb-2016: no device failure has been identified as a result of this adverse event. Follow up information was requested to further investigate the event, but not received. No further information is expected. It has been assessed that no corrective action is necessary at this time and the report is final. Case comment: death is considered listed according to the current instruction for use for therasphere. The author reported that the event of death is not related to hcc but does not provide a causality assessment between the event and therasphere. As a consequence, despite the limited information, the company considers, that the event of death is related to therasphere since this possibility cannot be ruled out. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. This case is (B)(4) originating from the same literature article.

Event description:
Patients died [death]. Case description: initial information received on 29-dec-2015: this literature medical device case report was published in transplantation by vennarecci et al., with the title: "yttrium-90 radioembolization for hcc in the transplant setting: feasibility, clinical and pathological considerations" and concerned one patient who was part of a study aiming to evaluate the efficacy of yttrium-90 microspheres radioembolization (y90-re) in patients with hepatocellular carcinoma (hcc) prior to liver transplantation as a downstaging or a bridging treatment, as well as to evaluate the safety of the procedure and the correlation between the radiological and pathological response. Between apr-2007 and dec-2012, a cohort of 207 patients with hcc who underwent y90-re were retrospectively evaluated. The patients were divided into two groups - bridging and downstaging. 26 patients were considered possible candidates for liver transplantation. Y90-re was used as downstaging in 21 patients but as a bridge to liver transplantation in 5 cases. 10 patients were transplanted in the downstaging group while 4 in the bridging group. On an unknown date, two patients (14.2%) of unspecified age and gender died for reasons unrelated to hcc. The cause of death was not provided. No other information is reported. The authors assessed the event as severe but did not provide any seriousness or causality assessment. The company assessed the event of death as serious (fatal). Case comment: death is considered listed according to the current instruction for use for therasphere. The author reported that the event of death is not related to hcc but does not provide a causality assessment between the event and therasphere. As a consequence, despite the limited information, the company considers, that the event of death is related to therasphere since this possibility cannot be ruled out. This case is linked with the case (B)(4) originating from the same literature article. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Patients died [death]. Case description: initial information received on (B)(6) 2015: this literature medical device case report was published in transplantation by vennarecci et al., with the title: "yttrium-90 radioembolization for hcc in the transplant setting: feasibility, clinical and pathological considerations" and concerned one patient who was part of a study aiming to evaluate the efficacy of yttrium-90 microspheres radioembolization (y90-re) in patients with hepatocellular carcinoma (hcc) prior to liver transplantation as a downstaging or a bridging treatment, as well as to evaluate the safety of the procedure and the correlation between the radiological and pathological response. Between apr-2007 and dec-2012, a cohort of 207 patients with hcc who underwent y90-re were retrospectively evaluated. The patients were divided into two groups - bridging and downstaging. Twenty-six (26) patients were considered possible candidates for liver transplantation. Y90-re was used as downstaging in 21 patients but as a bridge to liver transplantation in 5 cases. Ten (10) patients were transplanted in the downstaging group while 4 in the bridging group. On an unknown date, two patients (14.2%) of unspecified age and gender died for reasons unrelated to hcc. The cause of death was not provided. No other information is reported. The authors assessed the event as severe but did not provide any seriousness or causality assessment. The company assessed the event of death as serious (fatal). Follow-up information has been sought. As of 01-feb-2016, no additional information has been received. The final/follow-up report will be sent within 30 calendar days on 04-mar-2016. Case comment: death is considered listed according to the current instruction for use for therasphere. The author reported that the event of death is not related to hcc but does not provide a causality assessment between the event and therasphere. As a consequence, despite the limited information, the company considers, that the event of death is related to therasphere since this possibility cannot be ruled out. This case is linked with the (B)(4) originating from the same literature article. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.